Event description:
K-pad began alarming and was found to be too high at 111 degrees. Unable to adjust. K-pad turned off. Restarted and worked for approx 30-40 minutes before temp fluctuating from too high to too low. K-pad sent to clinical engineering for testing. They tried to verify complaint but when unit was turned on it would not pump water through the pad. Returned to mfg.